Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having lung disease, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused spot on the lungs while using this device. The patient did not report to receive medical intervention. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having lung disease, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. The reported event of lung disease, difficulty breathing/short of breath and its reported severity was reviewed by the manufacture's clinical expert. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Section h6 updated in this report.